Event description:
Information was received that this smiths medical medfusion 3500 pump experienced "motor failure". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with damage to the bottom and top cases. It was also reported that there was rattling components inside of the pump and that the case seal and battery are missing. From the device's history it was determined that the device displayed a blank screen and a constant alarm. It's determined that the main board does not operate as intended due to normal wear of the pump. After replacing the main board, the damaged bottom case, upgraded the worm coupling and motor mount, reassembled the motor assembly correctly, installed the missing battery plunger case seal and left plunger case o-ring , the power up process was performed and the occlusion test and all functional tests passed.